Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the 5.5 exp verse can scr 7.0x35 (p/n: 199725735s, lot #: 177102) was returned and received at us cq. Upon visual inspection, it was observed that the device was stuck. No other issues were identified with the returned device. Functional test: the functional test was performed on the returned device. The screw shank was stuck and the screw shank was not able to rotate. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review: based on the date of manufacture the following drawings, the current and manufactured revision of drawings were reviewed. Complaint confirmed? Yes. Investigation conclusion: the complaint condition is confirmed for the 5.5 exp verse can scr 7.0x35 (p/n: 199725735s, lot #: 177102). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: the DHR of product code 199725735s, lot 177102, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on february 13, 2018. Qty. (B)(4). The DHR was electronically reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Additional pro-codes: kwq;mnh;mni;osh. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a spinal fusion treating burst fracture in l3 on (B)(6) 2020. After all the screws were fixated, the surgeon decided to reinsert the screw (199725740s) in question. Because the screwhead had been locked, s/he was not able to remove the screw with a screwdriver. It was necessary to use a head adjuster for the final removal. The reinsertion was completed with a replacement less than 30-minute surgical delay. No further information is available. Concomitant device reported: unknown screwdriver (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).